Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event cannot be conclusively determined. It was reported that the patient¿s speed was recently increased to 10200 for significant aortic insufficiency. It was also noted that the patient had a positive compression of their outflow graft which was seen on CT scan. The patient¿s log file from the time of the reported event was submitted. The log file contained approximately 25 days of data, spanning from (B)(6) 2019 12:35 to (B)(6) 2019 10:46, per the timestamp. The pump speed was originally set at 9000 rpms but was increased several times until it reached the speed of 10,200. Corresponding increases in the low speed limit were also noted. As speed was increased, the calculated flow decreased ranging from 5-7 lpm at 9000 rpms and ranging from 3-4 lpm at 10,200 rpms. Besides this decrease in flow, the device appeared to operate as excepted and remained above the low speed limit for the duration of the log file. A specific cause for the decrease in pump flow cannot be conclusively determined. Multiple requests for additional information were sent to the customer. The patient remains ongoing on vad support. No product available for investigation. The heartmate ii instructions for use provides details regarding the surgical procedures used to prime and install the sealed outflow graft. This section explains that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. The section entitled "pump performance monitoring" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also contains a section titled "pump flow", which outlines how pump flow is estimated based on pump power. The IFU also notes that the selected speed may be adjusted based on clinical judgment regarding the need for periodic aortic valve opening and a palpable pulse. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the speed was recently increased to 10200 for significant aortic insufficiency (ai). In addition, patient with positive compression of outflow graft (ofg) appreciated on CT scan. The log file analysis showed the speed increase, but power remained within the normal parameters with a slight rise and the flow actually dropped.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.